Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Chronically high thresholds and intermittent capture were noted on the right ventricular (rv) lead. The rv lead was inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.